Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of an inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "swelling, palpable capsule, granuloma, rupture on mammogram." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of an granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified the device was underweight, an opening, broken shell, missing, and black particles. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement of the shell was performed which identified the thickness was within specification and an opening striated. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A striated edge opening on anterior side due to surgical damage. A striated edge broken on anterior side due to surgical damage. Granuloma (1876) was previously coded as inflammatory nodule (1932).

Event description:
Healthcare professional reported left side "swelling, palpable capsule, granuloma, rupture on mammogram." The device has been explanted.